Event description:
It was reported that one post implant the atrial lead dislodged and had fallen into the ventricle, the patient was asymptomatic. The lead was explanted and replaced successfully and the lead would not be returned as the lead was destroyed during explant. The patient was stable post procedure.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.